Event description:
The initial reporter stated that the infinity feeding bags they had received were breaking where the tubing connected to the bag. They stated that this resulted in an 3 hour delay of therapy and that the patient was able to use another pump while they waited for a replacement. Mmdg did follow up with the initial reporter who stated that the patient hadn't experienced any harm due to the complaint. No other information was provided. (B)(4).

Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmdg, an investigation could not be completed. This report is being filed for the reported delay in therapy that the patient experienced as a result of the complaint.